Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: it was reported that gel is not moving right during centrifugation. Gel doesn't move properly during centrifugation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 customer photo was received for review and analysis for lot 1285515.. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. No photo was received for lot 1285514. Additionally, retention samples of the incident lots were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed on the photo provided for lot 1285515. Lot 1285514 was unable to be confirmed. All clinical testing on both lots was satisfactory, all tubes performed as expected. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: it was reported that gel is not moving right during centrifugation. Gel doesn't move properly during centrifugation.